Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a heat rash from the top to the middle of her back. The patient's cardiologist gave her some pills. The medication's name was not reported. It was reported that the rash improved.